Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the pump overheated. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature. There was no serious injury associated with the complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10-may-2018 with the following findings: a review of the black box verified no sudden drops in voltage. The pump was successfully run on a 24 hour basal program with no reboots, power losses, or overheating duplicated. The complaint of overheating was not duplicated during the investigation. The pump electrical current draws were within specifications. The pump was opened to find no evidence of moisture in the battery compartment or internally. The power flex and components were inspected to find no defects. No damage was observed to the power circuit. The battery was not returned with the pump.